Event description:
It was reported that when exposing the core sample the gun would not clock back up and misfired. This happened to eight different devices. There was no patient impact.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.